Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No moisture damage electronic assembly. It was also received with a scratched lcd window, cracked display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has moisture under the lcd screen. The customer stated that the device was not dropped and did not have any cracks. She did not recall any events of moisture exposure. Blood glucose value was 144 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.